Event description:
Letter from a user reported that a toilet seat shifted when the pt attempted to get up. This allegedly caused her to fall and reinjure her back. Attempts to evaluate the device or otherwise gather more info have thus far been unsuccessful.